Manufacturer narrative:
(B)(4).this complaint for a report of a leak was not confirmed. The root cause was undetermined. The sample was received by baxter. A visual inspection was performed with no issues noted. A clear passage test and a clamp function test were performed with no issues noted. The set was ran on a homechoice machine with no issues noted. The sample could not confirm the reported problem.

Event description:
The customer contacted baxter's service center regarding a low drain volume (ldv) alarm which occurred on the homechoice (hc) during drain 1 of 4. The home patient (hp) stated that the drain volume was equal to -2ml, and the fill volume was equal to 2500ml. The hp stated that the organizer was wet, but she could not seem to find where it was leaking from. The technical service representative (tsr) advised the hp to end therapy and assisted to do so. The tsr advised the hp to dispose of all current supplies used, except for the cassette which was requested for evaluation, and start over using all new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient on (B)(6) 2013. She stated that she did not notice anything unusual about her supplies at all that could have caused the leak to occur. She did not know where on the cassette the leak was coming from, other than that the organizer was wet. She was going to send the sample back to baxter the following day. The lot number was not available. Therapy since has been going well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.